Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that the device just came back from repair. It was further reported that the device keeps shutting off.